Event description:
It was reported that a small amount of drainage and redness were noted at battery site incision. The physician believed that the infection was procedure related and not device related. The patient was prescribed with antibiotics. The physician opted to wash out the wound and the ipg remains implanted.